Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The patient's sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys rubella igg on a cobas e 801 analytical unit. The sample resulted in a rubella igg value of 5.54 iu/ml (negative). The result contradicted the patient's positive history, so the sample was repeated on a liaison system, resulting in a positive outcome consistent with the patient's history. Rubella igg values were consistently low when repeated with the roche assay. No specific repeat values were provided other than a value of 5.85 iu/ml (negative).

Manufacturer narrative:
Calibration and controls were acceptable. The patient's sample was no longer available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. The elecsys rubella igg assay performs within specification.